Event description:
It was reported that patient underwent knee procedure on (B)(6) 2009, subsequently, a revision procedure was performed on (B)(6) 2013. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
Additional information received indicates that a revision procedure was performed on (B)(6) 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: 4. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2009, subsequently, patient needs revision due to knee being loose for unknown reasons. Poly tibial bearing will be removed and replaced. To date, revision procedure has not been scheduled.